Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022, a 29mm navitor valve was successfully implanted using a 19f flexnav delivery system. The implant depth was 5mm and it is unknown if there was calcification extending beneath aortic annular plane in the interventricular septum. Post procedure, right femoral bleeding was noted by nursing staff at 13:35hrs with associated blood pressure drop to 63/43mmhg. Manual pressure was applied to right femoral site, followed by femostop. In addition, 500ml normal saline bolus was given intravenously. Femostop was removed at 15:45hrs with no further bleeding; no blood transfusion was required. At discharge, the patients hemoglobin was 117g/l. On (B)(6) 2022 electrocardiogram (ECG) showed first degree heart block borderline, however no treatment was provided. On (B)(6) 2022, the patient was discharged home in stable condition.

Manufacturer narrative:
An event of bleeding at the access site was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported event could not be conclusively determined, however bleeding at the access site is a possible complication per the instructions for use, artmt600132358 revision a. There is no indication of a product quality issue with regards to manufacture, design, or labeling.